Event description:
It was reported that during a thr, the tip of a r3 depth gauge broke off inside the patient. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned r3 depth gauge has fractured into two pieces. Both pieces were returned for evaluation. This instrument exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.